Event description:
Pt received burn on their back approx 1" in diameter when using pad for approx 9-9 1/2 hours. Burn matched size of one of the discs on the pad. Upper layer of skin was gone and pt treated with bacitracin and gauze pads. Pt is currently starting to heal, although is still red.